Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunctions were confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: for the led lights glowing on the front panel the cause is failure of the printed circuit board and main board. For no image with the digital visual interface port the cause is failure of the printed circuit board, circuit board, and the power unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during maintenance, the video system center had its led lights glowing on the front panel and had no image with the digital visual interface port. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.